Event description:
It was reported the programmer powered up to an error. The power on the programmer was cycled and error did not clear. It was recommended to run the programmer service disk and if that does not clear the error, then to return the programmer for service. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.